Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee fcl reconstruction, upon insertion into a 6mm femoral tunnel, the screw broke at approximately the 17mm mark. Proximal section of screw was removed, distal section of the screw remained in patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. This is a distributor complaint. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.